Event description:
It was reported that the maryland bipolar forceps instrument was not working properly. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Results/conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was broken at the proximal clevis to main tube interface. The clevis is dislodged from the main tube as a result of the breakage and the proximal clevis and main tube are missing pieces. Per the case notes, there are no indications from the site that the missing instrument components fell inside of a patient during a surgical procedure. Engineering also observed tube abrasions on the distal end of the main tube which extend approximately 5.75" and is located 1" from the intersection between the proximal clevis and main tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.